Event description:
(B)(4) - dealer states that both units are getting 2 green lights and 1 red light. Dealer spoke with out technician. Technician said that the pilot valve could be the problem, but not sure.